Event description:
It was reported that the sample (B)(6), from "memorial blood center", was tested with serology. The test result was positive (c+), which contrasted with the molecular typing performed on (B)(6) 2023, using the ID core xt assay which provided negative results (c-), with ID core xt analysis software v3.0.4.1.

Manufacturer narrative:
See section b6.

Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solution for next generation sequencing (ngs) of the rh exons 1-10 and portions of introns 2 and 3. The allele rhce*diiia(1-2)-cevs.03 was identified. The intron 2 insert is not present indicating absence of the consensus rhce*ce allele as reported by ID core xt. This new allele, not previously described by isbt, could be associated with partial c expression, in agreement with the reported c+ serotyping. ID core xt reported a predicted c- phenotype, but rhce*diiia(1-2)-cevs.03 not interrogated by ID core xt, is associated with partial c+ phenotype. This false negative result obtained by ID core xt is considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitations described in the ID core xt package insert (limitations 1 and 9).